Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto in june') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloating"), arthralgia ("joint pain") and headache ("headaches"). The patient was treated with surgery (hysterectomy in (B)(6) (date and year unspecified)). Essure was removed. At the time of the report, the medical device removal, abdominal distension, arthralgia and headache outcome was unknown. The reporter considered abdominal distension, arthralgia, headache and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, abdominal distension, headache and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case will be deleted from bayer pv data base . Since this case was found to be duplicate of case number: (B)(4). Duplicate case identified with fu information. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto in (B)(6)) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloating"), arthralgia ("joint pain") and headache ("headaches"). The patient was treated with surgery (hysterectomy in june (date and year unspecified)). Essure was removed. At the time of the report, the medical device removal, abdominal distension, arthralgia and headache outcome was unknown. The reporter considered abdominal distension, arthralgia, headache and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, abdominal distension, headache and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.